Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had helium leak from valve. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the leak and replaced the helium regulator (0103-00-0637) and bushing (0358-00-0069) to fix the issue. All functional and safety checks have been performed to meet factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h11. Corrected field - h6 (investigation conclusions).